Event description:
The pt reportedly experienced intermittency. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery has been recommended.